Manufacturer narrative:
PMA/510(k) # - exempt (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that on three occasions the device malfunctioned: the device did not open and was not usable. In the three cases in point: twice the device opened during the course of an [illegible] procedure for the removal of stones; it was inserted into the [illegible] and at the moment of removal it did not open. There was also one case in which it did not open at all, even when the packaging was opened. This report was received via facsimile and was handwritten in italian language. There were areas in the report that were illegible. We are seeking clarification of this information, as well as patient and additional event information. The provider is currently unavailable to provide this information but is expected to provide the information once he returns from vacation. The following 3 reports are being filed to capture the 3 reported cases. There have been no adverse consequences to any of the patients reported. Case 1, (B)(6), manufacturer report # 1820334-2018-03517; case 2, (B)(6), manufacturer report # 1820334-2018-03518; case 3, (B)(6), manufacturer report # 1820334-2018-03519.

Event description:
Additional information was received 10dec2018: issue occurred during endoscopic removal of the calculation. The device was being inserted into the flexible instrument.

Manufacturer narrative:
Additional information: b5.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation evaluation. The complaint device was not received for an evaluation. Without the complaint device, a device failure analysis was unable to be performed. A search of the north american distribution center (nadc) inventory showed there are no devices from lot 8698764 available in stock for use to complete an investigation. A document based investigation was conducted including a review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data. The device history record was reviewed. There were no non-conformances noted that would have caused or contributed to the reported failure mode. A search of complaint records revealed there are two additional complaints associated with the complaint device lot number 8698764. Three complaints have been reported for lot 8698764 by the same customer. None of the three devices have been returned for investigation. Investigation of other returned complaint devices with reports for the same issue indicate it is likely the baskets did not open during use due to sheath damage that occurred from unpacking / handling of the device. Based on the available information, there is no indication that devices in lot 8698764 were not manufactured to specifications or that there is nonconforming or defective product in the field. The instructions for use (IFU) contains the following relevant information: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. All devices are inspected for functionality and damage prior to packaging and are packaged with the basket open. Without a device evaluation, the cause of the reported issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 21january2019. The physician has advised the procedure was being performed in the kidney. The ngage nitinol stone extractor was inserted into the endoscope (model/size not provided) and at the time of opening the basket, the basket did not open. The patient did not require any additional procedures and there were no adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Additional information provided in event.

Manufacturer narrative:
One device has been returned to manufacturer for investigation. The returned label confirms lot number 8698764. The device was returned with the handle in the open position and the basket formation in the closed position. The male luer lock adapter (mlls) is tight. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. Visual examination notes the support sheath is severed 1 mm past the nose of the mlla. The cannulated handle is bent at the nose of the mlla. There is a kink in the basket sheath located 90 cm from the distal tip. Functional testing determined the handle does not actuate the basket formation. The sheath damage prevented the basket from functioning normally. It is likely the sheath of the device was inadvertently damaged during handling/use of the device. The cause for the observed damage to the device is cause traced to user; unintended use error caused or contributed to the event. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.